Event description:
Additional information was received that the patient experienced pocket stimulation when the lss feature activated and switched to unipolar pacing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead fracture was suspected, however, it was unknown if a chest x-ray was performed to identify a fracture. The device was reprogrammed to vddr and the physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited undersensing and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The patient was scheduled for follow up with the physician on a future date. No adverse patient effects were reported. This product remains implanted and in service.